Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.